Event description:
The customer reported, the image became a white circle during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a video control circuit board and a cpu circuit board. The system operates as intended.